Event description:
The pysician performed an excimer laser atherectomy procedure of high-grade stenoses and 100% occlusion in the patient's right peroneal artery. The total occulsion was approximately 3.5 cm distal to the bifurcation of the peroneal and posterior tibial branches. The physician used a 90 cm long, 6 fr pinnacle destination guiding sheath in a contralateral approach from the left femoral access point. The physician crossed the total occlusion with a standard 0.014" guidewire and then used a vitesse 0.9 mm laser catheter in an attempt to create a channel for improved blood flow through the occlusion. During attempts to cross a heavily calcified segment of the occlusion, the physician increased laser energy and pulse rate settings in steps from 45 fluence at 25 hertz (hz) to a maximum of 80 fluence at 80 hz. Despite multiple attempts to advance the laser catheter, the distal tip would not traverse the occlusion. After approximately 9,000 pulses of laser energy, without any apparent further advancement of the laser catheter tip, the physician withdrew and removed the laser catheter and guidewire from the patient. During the device withdrawal, it was noted that the laser catheter distal radiopaque marker band remained stationary and lodged in the occlusion. On visual inspection of the laser catheter, it was noted that a distal segment of the catheter had broken off. During the course of a scheduled metatarsal-level amputation performed in 05, the distal segment of the laser catheter was retrieved from the peroneal artery.